Manufacturer narrative:
Date of event is estimated. Investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-16845. It was reported the patient experienced ineffective stimulation due to autoreducing from a fall on approximately (B)(6) 2022. Diagnostics indicated high impedances. Surgical intervention may be pending.

Event description:
Surgical intervention took place on (B)(6)2022 wherein the lead was removed and replaced. Therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.